Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was frozen with a blue screen. The user stated that the machine itself was frozen and that there were no issues with the fingerprint reader or badge. The system remained stuck on the blue screen, and no one was able to use or log in to the pyxis, as it was unresponsive.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.